Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis. Additional information: how much blood was lost (ml)? Irrelevant (he mentioned that no extra abnormal loss is to mention due to the incident). Did the patient require a transfusion? No. How was the procedure completed? Opening of a new device. Was there any patient consequence or change in the post-operative care for the patient as a result of the event? No.

Event description:
It was reported during a sleeve gastrectomy during the first firing with green reload using echelon flex the middle staplers didn¿t deploy. The doctor had to over sew and continue the procedure. During the second firing with green reload, the knife didn¿t get back after the three plastic to plastic movements, lock sign appeared and the stapler was stuck. All attempts failed to open the stapler. After 30 minutes of delay the doctor returned the knife using a "maryland" and opened the device. Procedure happened on saturday (day off), assistance was made over the phone, until it opened. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned in good visual condition and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing.